Event description:
It was reported that during an in-clinic visit, high out of range pacing lead impedance was observed. The lead was explanted and replaced. Patient condition was good after the event.